Event description:
It was reported that it was unable to deflate the balloon of the foley catheter and they had to cut the tube and removed it. It was stated that another foley catheter balloon was perfused by water to make the balloon rupture and then the catheter was removed.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the photo attached, it was observed that the catheter has been cut into 2 pcs. Unable to perform full investigation based on photo attached. It is unknown whether the device had met relevant specifications. A potential root cause for this failure could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer/over aspirated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol.'' Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was unable to deflate the balloon of the foley catheter and they had to cut the tube and removed it. It was stated that another foley catheter balloon was perfused by water to make the balloon rupture and then the catheter was removed.